Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. Functional testing was not performed due to keypad anomaly. The device was received with cracked case at display window corners, cracked display window and battery tube threads, broken reservoir tube lip, and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 280 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.